Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was a piece of a reload adapter stuck in the distal end of the signia adapter. Functional testing found that the blue unload switch could only be depressed partially. The reload adapter could not be removed from the handle by pressing the blue unload switch back then twisting and removing the reload adapter from the signia adapter. The articulation mechanism was found to be out of home position. Damage was observed to the tip of the firing rod. The signia adapter was connected to a representative handle running v29.5 software, and the device calibrated correctly. It was reported that the instrument broke. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of "articulation mechanism not in home position" and "damaged firing rod". The product analysis noted evidence that the device was not used as intended. Another unreported condition was identified: of "uart communication error" that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d9, g3, h3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the root of a cartridge was broken after stapling and articulating the stapler. A new adapter and reload was used to resolve the issue.

Manufacturer narrative:
D10 concomitant product: unknown egia su, unknown endo gia sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the root of a cartridge was broken after stapling and articulating the stapler.